Event description:
International affiliate reports that during returned loaner kit inspection, it was found that the tip of the skyline expansion tip screwdriver had broken off from the instrument. The broken tip was not returned in the kit. As it is not known when or where tip breakage occurred, a medwatch report is being filed to document this event.

Manufacturer narrative:
Visual inspection found one side of the split distal tip to be sheared off in an approximate 45 degree fashion. Although no definitive conclusions can be made, the damage suggests that the driver experienced elevated torsional shear stress, review of the device history record found the lot met specification requirements when released to stock in april 2006. The driver is approximately 7 years old and has seen extensive usage as noted by the markings and wear on the driver handle and inner expander shaft. Also, the driver is intended to hold the screw during placement and is not intended to be used as the final tightener. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. At this time, the complaint is considered to be closed. Note: emdr was submitted during the FDA outage.

Manufacturer narrative:
Depuy spine has requested return of the screwdriver for evaluation. A follow up report will be filed upon receipt of the device and completion of the evaluation.

Manufacturer narrative:
No conclusions can be made as the expansion tip driver was not returned for evaluation. Review of the device history record found the lot met specification requirements when released to stock. It is not known when/where/how tip breakage occurred. However, the driver is intended to hold the screw during placement and is not intended to be used as the final tightener. In the absence of a product sample or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.